Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead triggered a lead safety switch from bipolar to unipolar configuration due to a single spike to high out of range pacing impedances greater than 3000 ohms. It was noted that the impedances were otherwise stable, and after the switch to unipolar there were observations of noise. Plan was to consider programming unipolar pace bipolar sense. The system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead triggered a lead safety switch from bipolar to unipolar configuration due to a single spike to high out of range pacing impedances greater than 3000 ohms. It was noted that the impedances were otherwise stable, and after the switch to unipolar there were observations of noise. Plan was to consider programming unipolar pace bipolar sense. The system remains in-service. No adverse patient effects were reported. Additional information was received that there were ongoing high pacing impedances, and now new observations of some undersensing on the atrial channel. The plan was to bring the patient into the clinic for further testing in both unipolar and bipolar configurations. No adverse patient effects were reported.